Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the additional complaint could be considered in the master complaint due to being the same device who presented the failure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision was performed to perform a poly exchange, due to the patient suffering a dislocation. Additionally, a fragment of the post broke off so it was removed from the knee and replaced with a journey high post.